Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: this report is for an unknown va lcp plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with a variable angle locking compression plate (va lcp dr). Post-operatively on (B)(6)2013, the patient was diagnosed with carpal tunnel syndrome. No additional information is available. This report is for an unknown va lcp. This is report 1 of 1 for complaint (B)(4).